Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with several episodes of high ventricular rate and noise reversion. The noise was reproducible with hand movements. On (B)(6) 2014, the patient was checked and the left ventricular pacing configuration was changed; which caused the patient to experience diaphragmatic stimulation. The device was reprogrammed and the patient would be monitored closely.